Event description:
It was reported that approximately two weeks post implant, the atrial lead was dislodged. The device was reprogrammed and remained in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 lead (B)(6) 2014. (B)(4).